Event description:
Per independent repair center statement, the unit was alarming / red light. The key failure was the 4-way valve was stuck. Additional malfunctions were the compressor was loud, the heat exchanger was leaking, the poppet valve was not shifting, the ty wraps were leaking, the gear clamps were leaking and the elbow for the heat exchanger was leaking.